Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was trying to change her infusion set, but is unable to get through the priming process. Customer's blood glucose level was 190 mg/dl. Customer was advised to disconnect from the pump. Customer stated that the pump was not dropped or bumper prior to the alarm occurring. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.